Event description:
Device malfunction: deployed stent could not be visualized. Time of device malfunction: during the procedure. Symptoms/ae: intervention - dilatation of lesion. It was reported that after deploying the xpert stent in an unspecified artery in the leg, the stent could not be seen on the angiographic image. The stent could not be located inside or outside of the anatomy. The lesion was dilatated with an unspecified balloon catheter. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
The device was received. Investigation is not complete.